Event description:
During the ventricular tachycardia procedure, signal noise occurred while pacing the left ventricle posterior wall. The noise was so severe that it caused pace map difficult to be interpreted. The issue was not resolved by exchanging the cable or catheter. Pacing was pursued without resolving the noise issue. The procedure was successfully completed without patient's consequence.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During the ventricular tachycardia procedure, signal noise occurred while pacing the left ventricle posterior wall. The noise was so severe that it caused pace map difficult to be interpreted. The issue was not resolved by exchanging the cable or catheter. Pacing was pursued without resolving the noise issue. The procedure was successfully completed without patient's consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance and it was found within specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.